Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. A labeling review was not performed as the product family is unknown. Although the product family is unknown, latex catheter IFU's are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter system would not drain. A postoperative kidney replacement patient was having a kidney function ultrasound when the technician noticed the patient was retaining urine. A bladder scan was performed and yielded (359ml). Since the patient was sedated an indication of bladder fullness was not given. The patient had a (16fr) catheter and the filter on the foley bag did not appear wet. Additionally, the foley was burped, milked and replaced with no subsequent urine flow. The foley was flushed with a small amount of air (no more than 5cc) and there was an immediate return of over (450ml) of urine. The foley catheter was not changed, it remained in use after the foley was flushed with air and urine flow was achieved.